Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded the following information was received by the initial reporter with the following verbatim: primary IV tubing pump alarming occlusion. Changed trifuse x2 did not resolve. Changed entire primary tubing line and problem resolved.

Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by the customer that primary IV tubing pump alarming occlusion. One sample of primary infusion set 2420-0007 was submitted for quality investigation. Additionally,2 unidentified trifuse extension sets and, 2 unidentified extension sets with in-line filters were submitted along with the reported primary infusion set. The samples were visually inspected for damages or abnormalities. There were no visual issues with any of the sample submitted, however, it was noted that the filters had residual amounts of a white substance, that typically resembles lipids. The samples were primed with a water, glycerin and blue dye solution, in order to determine if there were any leaks or occlusions. The samples were then tested under a simulated infusion at t rate of 1 ml/hr for 24 hours. There were no issues identified. The customer complaint of flow issues - fluid blockage could not be verified. A root cause for the reported failure was not determined because the reported failure was not replicated. A device history record review for model 2420-0007 and multiple possible lot numbers was performed. There were no quality notifications issued for the failure of flow issues - fluid blockage by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.